Manufacturer narrative:
(B)(4).  Physio-control initially observed the reported issue following a software update to the device.  At that time, it was believed that the failure to power on may have been caused by, or during, the service activity.   The customer was provided with a replacement device. Physio-control later performed a more in-depth evaluation of the customer's device and verified the reported issue.  Physio confirmed that the issue was not the result of the prior service activity.  Physio determined that the cause of the reported issue was that legs 1 and 4 of an inductor, designator l1, on the analog pcb assembly had become resistive to 74k ohms.  This led to l1 being electrically open, which prevented the device from powering on when prompted.

Event description:
Physio-control evaluated the customers device and observed that it would not power on when prompted. &#1288;ere was no patient use associated with the reported event.